Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws, no; damaged jaws, yes; damaged feed bar, no; damaged floor, yes/bent; damaged handle shrouds, no; damaged tip shrouds, no; damaged trigger, no; damaged tube, no; damaged weld seams, no. Functional test & results: antibackup functional, yes; firing: feed conform, no; firing: form conform, no; jaws: hold clip, no; jaws: inside width at tip, .211; lockout functional, yes. Analysis conclusion: based upon the inquiry info received and the visual and functional results, it was concluded that the jaws had become damaged and would not form the clips properly. No conclusion could be reached as to how the damage to the jaws occurred. If the jaws are torqued or closed over a hard object, the jaws can become damaged and will not form the clips properly. This inquiry was originally reported as an rpo (record purpose only). Mfg and engineering have been notified of the reported incident. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly.

Event description:
The device was used during a cholecystectomy procedure. It was reorted by the affiliate that the device was dropping clips. There was no pt consequence.